Manufacturer narrative:
(B)(4) j. Blaney, h. Harty, e. Doran, s. O¿brien, j. Hill, I. Dobie, d. Beverland (2017) five-year clinical and radiological outcomes in 257 consecutive cementless oxford medial unicompartmental knee arthroplasties. Bone joint j 2017;99-b:623¿31. Http:/bjj.boneandjoint.org.UK/content/99-b/5/623 (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on review of a journal article, entitled "five-year clinical and radiological outcomes in 257 consecutive cementless oxford medial unicompartmental knee arthroplasties." By blaney, j. Et al. (2017) this complaint refers to the reported right knee re-operation due to manipulation under anaesthetic for stiffness/decreased range of movement performed about 3 months after index surgery.